Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06526. H10: for the reported malfunction, the sample was not returned for evaluation. However, medical records were provided for review. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for alleged filter tilt, perforation of the ivc, material deformation and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (device code 4001- patient device interaction problem). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove, malposition of the device, material deformation, and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a 61 year-old male, weigh not provided.

Manufacturer narrative:
For the reported malfunction, the sample was not returned for evaluation. However, medical records were provided for review. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for alleged filter tilt, perforation of the ivc, material deformation and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove, malposition of the device, material deformation, and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year-old male, weight not provided.